Event description:
It was reported that shaft perforation occured. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, it was noted that the balloon was folded in half and the wire was sticking out at the kinked portion of the balloon. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was bunched. There were slight kinks throughout the inner within the balloon and the tip was damaged.

Event description:
It was reported that shaft perforation occured. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, it was noted that the balloon was folded in half and the wire was sticking out at the kinked portion of the balloon. The procedure was completed with another of the same device. No patient complications were reported.